Event description:
Major pump unit(s) involved: external control system failureadditional text: external batteriesspecific component(s) involved: external battery malfunctionadditional text: red battery lights, alarms b013 & b0001, did not prompt for calibrationother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external batteryother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external battery malfunction.